Event description:
Info received that the hi/low head section would not stay up.

Manufacturer narrative:
Tech found the hi/low head section slowly drifted down. The hi/low head down valve was stuck. Replaced hi/low head down valve to resolve this issue.